Manufacturer narrative:
(B)(4): the keypad was found to be intact; the audio bolus button was found to be torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. During the evaluation, the up arrow and ok keypad buttons were found to be intermittently responsive. The contrast and down arrow buttons responded to button presses as expected. The up arrow, down arrow and ok keypad buttons were found to spring back and click back normally. There was evidence of keypad contamination found under the key contacts.

Event description:
The patient claimed that the up/down/ok and the audio bolus buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.